Event description:
In july 2002, gilatech, inc. Received a notice that client represented by an attorney, had initiated a summons that was issued in the court of common pleas. No additional information was provided.